Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the flow module was reading dashes upon start up but would work once the system was rebooted. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced the flow module and cable. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated block: d9.